Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath (clear) - us was selected for use, during transesophageal echocardiogram (tee), very floppy septum was seen. Physician was able to cross with the pigtail wire and dilator, but not with the faradrive sheath. After force was added and flossing and/or screwing the sheath into the septum, still was unable to move the sheath across. A new faradrive sheath was opened but still had the same issue. Finally, it was wired a more superior branch of the left superior pulmonary vein (lspv) and was able to cross the septum that way, case was successfully completed. No patient complications were reported. Device is not expected to return.